Event description:
The hospital reported that during preparation for a coronary artery bypass graft surgery, the first heartstring seal cracked during loading. A second seal was used but during removal, the last two strand did not unwind completely. The surgeon loosened the stitches and removed the seal without tearing the anastomosis. No pt complication were reported.